Event description:
The manufacturer received information alleging a ventilator's screen was black. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code and "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issues.